Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) has concluded their investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data log. Quality control was in range. A siemens customer service engineer (cse) was dispatched to the site. The cse inspected the system and confirmed that the sample 3 mixer had malfunctioned. The part was replaced and the system was returned to operation. The cause was the malfunctioning sample 3 mixer. Replacement of this part is considered normal troubleshooting/maintenance for issues of this nature. The occurrence is singular in nature. A potential product issue was not identified. The standard maintenance performed by the siemens service event returned the instrument to system fully functional on departure. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension vista system on the same day and a higher result was obtained, considered correct, and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide (co2) result.